Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens implant procedure, the patient experienced disco lights are seen in all sorts of light conditions, but are worse in fluourescent lighting which has also stopped him driving his race car because of this problem. He has been seen by not one but two retina specialists who note only mild rare floaters and a faint endo retinal membrane (erm) near the macula without cystoid macular edema (cme). No history of prior dry eye, cornea, or retina issues. The physician are trying him on polarized glasses and observing for three (3) months. Then considering iol exchange if there are no better results. Additional information has been requested.